Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the port placement procedure, the guidewire was allegedly stuck in the sheath and unable to be removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: an lhr is not possible; no manufacturing lot number information has been provided by the complainant. DHR review is not available because the corporate lot number is unknown. Investigation summary: the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of guidewire difficulty was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one j-tip guidewire. The sample was received loose. The implicated introducer was not returned for evaluation. The core wire was broken and the coil wire was elongated. The elongation started approximately 3cm proximal of the j-tip and was localized to a small region of the wire. Both weld tips were intact. Microscopic inspection of the core wire break revealed a granular fracture surface. Deformation and necking were observed in the vicinity of the break. The guidewire outer diameter was measured and found to be within manufacturing specifications. The core wire fracture features were consistent with material failure due to tensile (pulling) stress. The elongation of the coil wire was also consistent with pulling stress. The localization of the elongation indicated that the wire was constrained at both ends of the elongated region. The wire outer diameter was measured and found to be within manufacturing specifications. The implicated introducer was not returned and could not be evaluated as a potential contributing factor to the observed damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include biological material interfering with the fit between the wire and introducer and guidewire withdrawal against the introducer needle bevel. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during the port placement procedure, the guidewire was allegedly stuck in the sheath and unable to be removed. There was no reported patient injury.